Event description:
It was reported "there was an extra valve included in the humidifier rendering the product useless and obstructing our patients airway". Device was used in the home environment. Additional information received stated that the patient has an existing trachy and the issue was corrected by removing the defective device and replacing it. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "there was an extra valve included in the humidifier rendering the product useless and obstructing our patients airway". Device was used in the home environment. Additional information received stated that the patient has an existing trachy and the issue was corrected by removing the defective device and replacing it. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided photos for evaluation. The photos were reviewed and it was found that the device has an extra silicone valve. The manufacturing site reports that further investigation could not be conducted to identify the root cause of the defect as the sample was not returned and no lot number was provided. The manufacturing site also reports "in current manufacturing procedure, 100% light test during packing process is conducted. Thus, any ineffective products will be culled out during this process. Therefore, it is very unlikely condition at the manufacturing area that the product having defect to be released for shipment."